Event description:
Failures were due to necrosis of peri-implant bone and soft tissue from massive metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.